Manufacturer narrative:
Serial number is unknown. This device is not distributed in us so that unique identifier is blank. This device is not distributed in us so that 510k is blank. Evaluation summary: it was caused due to an excessive force applied on the cable while pulling. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Not known for the exact date, we just know the year the complaint was sent into manufacturer. Nrgh sp cable fix failure. Sp cable that was reinforced has now started to pull on the plastic ground and image is being lost.